Event description:
The user facility reported that during a diagnostic cycle, a hose separated on the system 1e resulting in water spraying into the sub-sterile and adjacent rooms. There was no report of procedural delay. One user facility employee stated that water contacted her forearm while turning off the water. She stated that the area on her forearm contacted by the water reddened and she self-administered silvadene ointment to the area.

Manufacturer narrative:
A steris technician inspected unit and noted that the 90 degree factory crimped fitting had separated at the big blue housing outlet connection. The technician replaced the 90 degree fitting with a straight fitting, slipped the open end of the hose onto it and tightened it with a hose clamp, then tested the unit by running water through the processor in service mode and completing diagnostic and processing cycles, and determined the unit was operation properly. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).